Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that customer did not complete the loading of the pump supplies correctly and disconnected from the pump. Customer's blood glucose (bg) ranged from 54-572 mg/dl. A manual insulin injection was used to address bg. Tandem technical support assisted the customer in loading new supplies unto the pump and insulin delivery was resumed.